Manufacturer narrative:
The hospital biomed cleaned the display. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, at the end of the case, the unit went into a shutdown. There was no reported patient injury.